Event description:
It was reported that pump declared alarm 20 during operation. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery, and tandem technical support arranged to replace the malfunctioning pump. The customer was guided to put the pump into storage mode for return and agreed to return it with a pre-paid label within 10 days.